Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing resulting in pacing inhibition which caused the patient's heart rate to drop to 20 beats per minute (bpm). Pacing impedance was stable and thresholds were unchanged. The field representative will discuss with the physician whether they will continue to observe or to revise the lead. The patient was not symptomatic and no adverse patient effects were reported. Additional information was received that this lead was explanted. There was no lead insulation breach or fractures observed on extracted lead or on fluoroscopy.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.